Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: since the exact event date was unknown, it was updated as first day of the month of incident ((B)(6) 2026).

Event description:
It was reported that the infusion site became dislodged, and the cleo infusion set broke, and the patient did not have a replacement available. The patient experienced difficulty breathing (dyspnoea). There was patient involvement.